Manufacturer narrative:
The device was not returned to edwards for evaluation, investigation is ongoing the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from brazil that a valve model 7300tfx27 implanted in an unknown position was explanted from a 39-year-old patient for unknown reasons after an implant duration of four (4) years and two (2) months. Another valve was implanted in replacement with no reported complications.